Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection verified that the dso seal was ripped. Probable cause is damage to the dso seal. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Manufacturer narrative:
B3: unknown; month and year valid. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a ripped downstream occlusion seal. There was no patient involvement.